Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient is alleging of display screen not working. There was no serious patient harm or injury. At this time, no medical intervention has been reported. The device was returned to the third-party service centre. And observed the j4 connector of pca rusty and q6 burned. The customer complaint was reproduced. There was no error has been identified. The device was scrapped. Box h: problem code, evaluation method code, evaluation results code, component code grid and conclusion code grid has been updated. In box g: 510k was corrected. In box h: remedial action init, recall (z) number was corrected in this report.

Manufacturer narrative:
"The exact recall number is unknown. Possible recall numbers include z-1972,z-1973, and z-1974."

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient is alleging of display screen not working. There was no serious patient harm or injury. At this time, no medical intervention has been reported. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
The manufacturer was contacted in reference to the ds2adv auto CPAP devices. The patient is alleging of display screen not working. There was no serious patient harm or injury. At this time, no medical intervention has been reported. The device was returned to the third-party service center and observed the j4 connector of pca rusty and q6 burned. The customer complaint was reproduced. There was no error has been identified. The device was scrapped. Based on the information available at this time of investigation, it has been determined that there is no evidence that the device malfunctioned in a manner that would be likely to cause or contribute to death or serious injury if it were to reoccur. There was no serious patient harm or injury associated with this device and no increased risk to the intended user. Based on the information available, it is a non-reportable complaint.